Manufacturer narrative:
(B)(4). D10. Agc ps femoral porous left 65 item# 155043 lot# 578760. Depuy cement item# unknown lot# unknown. G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had an initial left total knee arthroplasty. Subsequently, the patient was revised approximately 9 years post implantation due to poly oxidation and delamination with tibial tray fracture. All components were revised. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Limited medical records were provided and reviewed by a health care professional the review identified that there were no intraop notes provided just nurses charting and postop orders only ¿ rpao (routine post anaesthetic observations). Review of IFU identified in patient warnings that excessive activity, failure to control body weight and trauma affecting the joint replacement has been associated with premature failure of the reconstruction by loosening, fracture and/or wear of the implants. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.